Event description:
It was reported that the customer experienced a cgm error, specifically error 42, related to the sensor. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support, who provided instructions for a complete pump reset, and successfully started their sensor session.